Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: due to the missing sample, the root cause of this issue could not be confirmed. From previous complaints we learn of various possible causes of a catheter leakage/tensile fracture: · mechanical damage by a sharp instrument (for example scalpel) during dressing change. · dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture · routine care - when lifting the baby to change bedding. · movement - the baby themselves catching the line, normally with a foot, during movement. Based on the product incident report (pir), the customer used alcohol based chloraprep as a disinfectants. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. The batch complied to its specification and was released. Corrective action: due to the missing sample, the root cause of this issue could not be confirmed. No further corrective action was initiated by quality management as the catheter was used for 15 days before leakage occurred, a manufacturing defect would be rather unlikely.

Event description:
PICC line dressing in need of change due to edges of dressing lifting and dressing compromised. Writer plus two nurses assisting in sterile dressing change. When stat lock removed and line area cleansed, writer noted to have leakage from line. (Not at insertion site) leakage appeared to be coming from area where line meets "winged" white area on PICC line. Line was a number 1 french, has been in place x15 days. Np called to assess line, indeed was leaking and decision made at this time to remove PICC line. Prior to dressing change, no leakage noted on dressing.

Manufacturer narrative:
The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line dressing in need of change due to edges of dressing lifting and dressing compromised. Writer plus two nurses assisting in sterile dressing change. When stat lock removed and line area cleansed, writer noted to have leakage from line. (Not at insertion site) leakage appeared to be coming from area where line meets "winged" white area on PICC line. Line was a number 1 french, has been in place x15 days. Np called to assess line, indeed was leaking and decision made at this time to remove PICC line. Prior to dressing change, no leakage noted on dressing.